Manufacturer narrative:
The hill-rom technician found that the auxilliary power cord had a loose ground prong. He replaced the auxiliary power cord and the bed functioned to specifications.

Event description:
Information received indicated the bed's ground impedance (resistance) is out of specification.